Event description:
I started to have redness, swelling, itching and discharge from my eyes. As the weekend progressed I developed bruising under the bottom lids on both my eyes and they became sensitive to light to where I had to wear my sunglasses almost all the time during the day and the redness got to the point where the whites of my eyes were all red. I sought medical attention and was told that I had a bacterial infection in my eyes. I produced the bottle of solution to my doctor and she kept it and told me I should report the incident. Dates of use: 2007. Event abated after use stopped: yes.